Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 01389, 0001822565 - 2018 - 01390, 0001822565 - 2018 - 01391, 0001822565 - 2018 - 01392, 0001822565 - 2018 - 01393.

Event description:
It was reported that the provisional was found fractured in the sterile processing department after sterilization. No adverse event has been reported as a result of thus malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is cracked on the medial side of post, all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.